Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that atrial lead dislodgement into the right ventricular chamber was observed. During the lead explant procedure, lead insulation was coiled and twisted. Lead dislodgement was possibly due to torque in the lead. Lead insulation break was also noted. A new lead was implanted. The patient was stable.